Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker did not produce sound. It was determined that the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The speaker was replaced. The device was operational after repairs were completed, and the device was returned to the customer. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating during evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event, so there was no patient involvement.